Event description:
The caller alleged discrepant results when repeated test. The test for repeated results reported are as follows: same date: 5, 4.1, and 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test results provided by end-user at time complaint was filed: see scanned table. The % cv is less than 20%, the criterion is met. Product will not be investigated.